Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent a hemostasis by compression procedure. A bakri tamponade balloon catheter was used for temporary control. After approximately 2 hours of device placement, a slow leakage was detected coming from the balloon. However, due to the rate of the leakage the physician did not remove the balloon until hemostasis was successfully achieved 22 hours later. The physician removed the balloon to discover all the saline had drained from it. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. No further information was provided.

Manufacturer narrative:
Investigation/evaluation: the device was returned without the stopcock. A functional test was performed. The device was inflated with 100 ml of water when a leak was noted at the seam of the y-fitting. The balloon did not leak. There is no indication that a design or process related failure mode contributed to this event. A review of the device history record of the finished product shows one nonconformance. However, this was unrelated to the reported failure. There were no nonconforming events that would contribute to this failure mode. A review of complaint history revealed this is the only reported complaint associated to complaint lot number ns6996386. Based on the information provided and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.